Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x16mm synergy drug-eluting stent was selected for use; however, it was noted during preparation that the mid struts were deformed and protruding. The procedure was completed with another of the same device. No patient complications were reported since the device was not used inside the patient.